Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 418 mg/dl and 454 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/21/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: hi (B)(6) 2015 08:15am, fasting: no. 301mg/dl (B)(6) 2015 05:52am, fasting: yes. 208mg/dl (B)(6) 2015 03:01am, fasting: no. 257mg/dl (B)(6) 2015 12:56am, fasting: yes. 238mg/dl (B)(6) 2015 10:17pm, fasting: yes. Adverse event not reported.